Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time was in the 400 mg/dl range. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Esc button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to button keypad trace. No buzzing/vibration anomaly noted. Insulin pump received with minor scratched display window, cracked reservoir tube lip.